Event description:
It was reported that the ilet device¿s touchscreen cracked after being dropped from a charging pad, resulting in an unresponsive screen and inability to use the device. Symptoms included no injury or clinical effects. Outcomes included the user transitioning to backup therapy without impact to glycemic control and arranging for device return after travel. Investigation included customer interview and device replacement logistics. Investigation of this case revealed physical damage consistent with accidental impact to the touchscreen. It was concluded that the event was due to user-induced physical damage with no patient harm and that replacement was appropriate.